Event description:
Allegedly, the original surgeon did not resurface the pt's patella and pt was having pain. Surgeon revised to a thicker insert.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. This report will be updated when the investigation is complete.